Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was currently receiving lioresal with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 98 mcg/day. The drug lot number of lioresal was unknown. The indication for use regarding the pump was intractable spasticity. The patient experienced a return of spasticity. The change in therapy / symptoms was described as having been gradual vs. Sudden. The date of the event was "2015". The patient's symptoms started "sometime after the patient's pump was replaced" in (B)(6) 2015 due to nearing elective replacement indicator (eri); however the company representative was not exactly sure when. It was noted that no issues were associated to the device replacement performed in (B)(6) 2015. A catheter event was diagnosed / confirmed via a dye study. A dye study was performed on (B)(6) 2015 and hcp saw bubbling in the spinal area of the catheter. The catheter was to be revised. On (B)(6) 2015, the company representative further reported that a catheter revision was performed last week. It was noted that they had used two clear strain relief sleeves and a pin on the piece of catheter that they spliced. No further information was reported. Additional information requested included therapy dates and drug lot number of lioresal intrathecal, other medications the patient was receiving at the time of the event, medical history, and cause of the catheter issue. Additional information will be provided via a supplemental report as it becomes available.